Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7122 competitor lead, implanted: (B)(6) 2010; 4513 competitor lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient's device was alerting and the patient was experiencing pain because "one of the wires were crossed." Follow-up was conducted to obtain further information on the patient and their leads, but the attempts were unsuccessful. Records indicate the right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.